Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. This report is for one (1) unknown epoca head 50. Part#, lot# and UDI # is not available. Initial implant date is unknown. Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown epoca head 50. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an epoca revision on (B)(6) 2017 due to shoulder pain. The surgeon removed the epoca head and the patient¿s intact glenoid was replaced with a tornier glenoid. The epoca head was reattached. The surgery was successfully completed with patient outcome as planned. This report is for one (1) unknown epoca head 50. This is report 2 of 2 for (B)(4).